Event description:
Philips received a customer feedback in which the customer alleged poor image quality during a spinal vertebroplasty procedure caused an injury. Doctor could not see the front wall of the vertebral bodies and did not see the cement during injection. It caused a venous leak with pulmonary embolism and a leak root canal.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.

Manufacturer narrative:
.

Manufacturer narrative:
Investigation of the cause of this event showed that there was no system malfunction. The log files showed the doctor remained on low fluoroscopy during the entire procedure. The physician was aware of the possibility to increase dose level, for better visibility, but did not use this functionality. The injury was caused by the decision of the physician to continue with the treatment, despite of the poor visibility of the region of interest. To assist the customer philips created a protocol specifically for vertebroplasty to accommodate the customer. (B)(4).